Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen catheter and a guide wire for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. Several kinks/bends were also observed across the guide wire body. Microscopic examination confirmed the defect. Additionally, the point of separation on the core wire appeared tapered and slightly discolored indicating that the core wire separated directly adjacent to the distal weld. Despite being separated from the core wire, the distal weld was still attached to the coils. The guide wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .796mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The catheter body length measured 214mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.706mm, which is within the specification limits of 2.67mm-2.77mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .032" was passed through the returned catheter. Little to no resistance was observed. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The IFU also states, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. Several kinks/bends were also observed across the guide wire body. The guide wire and the catheter met all relevant functional and dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) can't be removed from the catheter. The swg and catheter were removed , and the doctor found the swg/catheter unraveled. A new device was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the doctor found the swg (spring wire guide) can't be removed from the catheter. The swg and catheter were removed , and the doctor found the swg/catheter unraveled. A new device was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) can't be removed from the catheter. The swg and catheter were removed , and the doctor found the swg/catheter unraveled. A new device was used.